Manufacturer narrative:
Date of event: exact date unknown, event occurred since implant.

Event description:
It was reported that the patient was experiencing stimulation to a non-target area and too much stimulation when changing postures. It was also noted that an x-ray showed that the lead was slightly right of the midline. The patient underwent a revision procedure where a lead was added to improve left side coverage. The patient was doing well postoperatively.